Event description:
The customer reported that a healthcare worker (hcw) experienced burning eyes and throat due to cidex opa solution exposure while processing scopes in their automatic endoscopic reprocessor (aer). The symptoms resolved after she left the room; however, symptoms of chest tightness and wheezing occurred when she was at home. Her symptoms resolved after one day and she did not seek medical attention. The hcw has been exposed to cidex opa solution for eight years for about eight hours a day once or twice a week. The hcw was wearing gloves, a gown, and a face shield. The cidex opa solution is covered between uses. The room was reported to be well ventilated. Other chemicals in the room included medizyme and alcohol.

Manufacturer narrative:
Concomitant devices: medizyme - part number unknown. Alcohol - part number unknown. (B)(4) wheezing and burning of the eyes and throat. The cidex IFU warns that: may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. The IFU also warns: use gloves of appropriate type and length, eye protection, face-mask and fluid-resistant gowns or aprons. When using latex rubber gloves, the user should double glove and/or change single gloves frequently; e.g., after 10 minutes of exposure. For those individuals who are sensitive to latex or other components in latex gloves, 100% synthetic copolymer gloves, nitrile rubber gloves or butyl rubber gloves may be used. The use of neoprene or polyvinyl chloride (vinyl) gloves is not recommended, as glutaraldehyde may be rapidly absorbed by these materials.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, dpmo trending by product line, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. The DHR (device history review) batch review for cidex opa could not be performed since the lot number was not provided.. Dpmo trending analysis for hr-allergic symptoms; hr-eye burning and hru-respiratory reaction issues associated to the cidex opa was reviewed and the overall trend has been below the upper control limit and did not constitute a significant trend. The fmea (failure mode effects analysis) score is below the threshold and risk is minimal. The shuma (system hazard use misuse analysis) was reviewed for inadequate ventilation and it was determined that the risk has been assessed a category 1, broadly acceptable risk. The hhes (health hazard evaluation) were reviewed and the associated risk is none/negligible. The cidex opa solution instructions for use (IFU) states that exposure to ortho-phthalaldehyde may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. In the majority of these instances health care workers were not using the product in a well-ventilated room or not wearing proper personal protective equipment. In case of adverse reactions from inhalation of vapor, it is recommended that the individual move to fresh air. The IFU and material safety data sheet (msds) also state that cidex opa solution should be used in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. In this case, the customer stated the room was well ventilated; however the air exchange and the air quality had not been measured.